Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump has cracked case at the display window corners, display window, battery tube threads, minor scratched lcd window and stained end cap sticker.

Event description:
The customer called and reported the buttons were not working properly on the insulin pump, which later alarmed with a button error. Customer's blood glucose was 142 mg/dl. Customer was advised the device would be replaced and agreed to return the product for analysis.